Event description:
It was reported by the affiliate that the (1) tim20 was used during a thyroid procedure. It was reported that the clips would not deliver (feed). There was no tir20 available. The case was completed with another instrument and there was no consequence to the pt.